Manufacturer narrative:
Product analysis: no damage evident to the distal tip. The stent was positioned on the balloon between the inner shaft markers as per specification requirements, however due to the stretching of the stent segments, the distal section of the stent was overlapping the distal balloon marker band. The 3rd - 12th distal stent segments had stretched, raised and deformed struts. Image review: the cardio-angiogram images which have returned for analysis show the lcx vessel to be severely calcified. The images show the attempt to pre-dilate the vessel and the successful deployment of a stent in the vessel. The images however fail to show the attempted delivery of the resolute integrity stent which failed to cross the target lesion. From the returned images, it appears most likely that the lesion morphology of the vessel may have hindered the delivery of the stent. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a severely calcified lesion in the cx exhibiting 85% stenosis and moderate vessel tortuosity. The device was removed from packaging and inspected with no issues noted. During the procedure, the device was pre-dilated with a non-medtronic balloon and the physician attempted to deliver the resolute stent but the device failed to cross the target lesion. Resistance was encountered but no excessive force was used. The physician switched to another resolute integrity stent to complete the procedure and commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.